Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was over 1000 mg/dl at the time of hospitalization. The customer stated that she was given insulin drip at the hospital for the high blood glucose. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer performed high pressure test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.